Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a particle. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device and a photograph were received for evaluation. A visual inspection with the naked eye and with magnification were performed on the actual sample which did not identify any particulate. The fill port cap was removed from the sample and no issues were noted in the connector or cap areas. A visual inspection of the photo did not identify any particulate matter in the fluid pathway. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.